Event description:
On 05/18/2023, it was reported by a sales representative via sems that an ar-623-37 femoral impactor plastic is broken. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon evaluating the customer's attached picture, it was noted that the instrument's material was severely damaged. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing. The complaint's allegation was confirmed.